Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs. Customer stated that the select button was not functioning properly and the issue had been occurring for a prolonged period of time. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 198 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response, problem isolated to the case.